Event description:
Caller reported an issue where the insulin pump displayed a fill estimate that was different from the expected amount. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) educated the caller on correctly removing air from the cartridge, which the caller had acknowledged and understood. The customer was guided through filling and loading a new cartridge and corrective action was taken to address the fill estimate discrepancy. The issue was resolved, and customer technical support plans to assist further with replacement cartridges and alternative infusion sets due to the current shortage. The case was closed after multiple unsuccessful attempts to contact the customer.